Manufacturer narrative:
The insulin pump was received with high contrast on the display and missing segments, the problem was isolated to the lcd. No unexpected circle of colors on the display noted. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of partial display from the insulin pump. The customer's blood glucose reading was 9.2 mmol/l. The customer stated that she saw lines on the screen. When the screen is off, the customer stated that there is a circle with colors. The customer stated that the pump was working fine until this morning. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.